Manufacturer narrative:
(B)(4). Batch #unk . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please provide more event details? How much blood did the patient lose? Were any blood products or transfusion required? Was it necessary to open the patient to stop the bleeding? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. Response: 2 rows formed fine but the 3 rd row on the patient side did not form properly all the way down. Surgeon needed to use clips all the way down almost to make it look like a zipper. He says maybe under 200ml of blood loss, no need to open patient or transfuse at all, case was finished as planned with minimal delay for clipping and cleaning up a bit. Interesting feedback was the surgeon said the specimen side all 3 rows looked fine. Patient was fine at last follow up I just had w/ surgeon (B)(6) 2020.

Event description:
It was reported that during an unknown procedure, the blue reload had a third row of staples not form and caused some extra bleeding, which was controlled with clips. Surgery was not delayed due to the reported event and was completed successfully. There were no patient consequences reported.